Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device powers off without user input, which was reproduced during evaluation while the device was on ac power. Evaluation found a loose power bolus causing intermittent power to the unit if the power cord is manipulated. The rear case was replaced.

Event description:
It was reported that a spectrum pump powered off without user input. It was also reported there was no patient injury.